Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced approximately one hypoglycemic episode per day while using the ilet, described as the device not stopping insulin delivery, and the user subsequently discontinued ilet use and reverted to mdi. The user reported a lowest glucose of 40 mg/dl lasting about 60 minutes, used fruit juice to treat, and was using a g7 sensor. Symptoms included sweating and fatigue, without medical intervention or hospitalization. Outcomes included transient hypoglycemia. Investigation included complaint intake, user interview, and attempted data review, though device data were not available for evaluation. Investigation of this case revealed no device evaluation or data to corroborate a malfunction, and a concurrent initiation and dose increase of a glp-1 receptor agonist was noted as a potential confounder. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.